Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp pump experienced persistent positioning issues during patient support. After attempts to reposition the device were unsuccessful, the decision was made to replace the pump. There was no patient harm.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue was use related due to patient movement as the pump was confirmed to be in the incorrect position following patient transfer to another hospital. B.7 was revised. The patient's past medical history was inadvertently omitted from the previously reported report. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 health effect - impact code was revised as code was inadvertently omitted from the previously reported report.